Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / pt contacted lifescan (lfs) in 2007 alleging high readings on his one touch ultra meter. A mecial affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical information. At an unspecified time the patient experienced blurred vision, felt weak and felt like passing out. The patient tested his blood glucose and obtained a 292 mg/dl. The pt did not take any actions following the use of the meter. At 6:00pm the pt needed assistance from emergency services and was tested on the paramedic's meter and obtained a 42 mg/dl. Time difference between the patient's meter result and the ems was within 10-30 minutes. The patient was taken to the hospital and obtained a 46 mg/dl and was treated with oral glucose. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, duration of the symptoms and condition of testing supplies. The technique of applying blood on the test strip was correct. No further clinical information was provided. Customer care advocate (cca) sent the patient replacement products and testing supplies. The complaint is being reported because the patient alleges his symptoms did not correlate with his blood glucose results and he had to seek medical attention; emergency services treated him for hypoglycemia.